Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10d30064 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd4 ultrabag therapy. On an unreported date in 2011, the patient began treatment with dianeal pd4 ultrabag (dose, lot number and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse reported the following. On an unknown date, the patient experienced peritonitis. On (B)(6) 2011, the patient's technique was reviewed and required some input to reduce the risk of contamination in the future. Treatment was not reported. The patient was recovering. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse reported the event of peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.